Manufacturer narrative:
Svc was dispatched to the customer site on (B)(4) 2009. The field svc engineer (fse) replaced the glum stir motor and the reagent pump was upgraded to the syringe type pump. The fse performed all modular chemistry alignments. The fse also replaced valve v2 on the cap piercer and set the cap piercer to 5 psi. The actual parts were not returned for further eval. The unit was reportedly performing within quality control specifications following svc. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 and october 23, 2010 for add'l reportable events.

Event description:
Customer reported receiving an erroneous low glum (glucose) result from the synchron lx20 pro sys on (B)(6) 2009 during a training exercise for a new sys technologist. The low result triggered a sys critical re-run. The report printing is suppressed and immediate report of re-runs is enabled. The result of the re-run was within the expected range. The re-run result was reported out of the laboratory. It is not known if there was any change to the pt treatment. There is no report of any med intervention related to this event.